Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was presented in clinic with lead noise on the rv lead. Interrogation of the ICD revealed noise on the ra lead, not rv lead. Supporting document were requested for further investigation. The leads were explanted and replaced. The patient was asymptomatic during and post-procedure. The leads will be returned for analysis.

Manufacturer narrative:
External insulation abrasion was noted at 5.6-5.8cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.